Event description:
Staff reported they attempted to use bovie (from pack) at start of procedure. It was not working in cut / or coag mode. Circulator switched it to the other port of entry in machine (ft10 #7), but still not working. New bovie opened and inserted into same machine, and it worked just fine. First bovie removed from field. FDA safety report ID# (B)(4).